Manufacturer narrative:
Follow-up #1: date of submission 06/14/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/02/2016 with the following findings: during investigation, the pump was returned with the keypad torn at the up arrow button. All the buttons were still operable. The keypad was removed and there was no contamination or physical damage found. Unrelated to the original complaint, the battery compartment was found to be cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. The customer alleged that the up and down buttons were under responsive to user presses. The customer also alleged that the keypad was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.